Manufacturer narrative:
(B)(4). Batch # p5727y. The analysis results showed that one gst60d cartridge reload was returned unfired with 2 drivers missing making the reload non-functional. In addition the cartridge pan was noted to be dislodged at right proximal side. Although no conclusion could be reached on what caused the drivers to fall, it is possible that the package was not opened using the sterile technique resulting in the drivers dislodging from the reload. In addition it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported by the sales rep that during a laparoscopic pneumonectomy, the driver fell off from gst60d when loading into the device before the first firing. Another cartridge was used to complete the case. There were no adverse consequences to the patient.